Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the maneuver of attaching the outflow device to the device, the cannula inside the vessel broke and detached from the connector. Surgical intervention required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro catheter was returned for evaluation. An initial visual observation of the returned device revealed use residues throughout the luer and catheter. It was observed that the catheter was broken just distal of the luer. The distal break portion of the catheter was not returned for evaluation. A microscopic observation revealed a chevron-shaped break at the proximal end of the catheter just distal of the luer of the catheter. The fracture edges appeared shiny and uneven with sharp fracture edges. The catheter may break upon insertion if it is pulled against the needle bevel, causing a diagonal, or chevron-shaped split in the catheter tubing. The second returned catheter did not have evidence of damage. This complaint will be recorded for future trending and monitoring purposes.